Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be submitted upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged false positive sars-cov-2 results for a patient samples when tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. Negative results were generated with the site's reference test method: genefinder covid 19+ rt-pcr elitech mgi. The sample was noted to be a nasopharanygeal swab sample, and the testing was done as part of a correlation study. No further details have been provided to date. No harm or injury was indicated.

Manufacturer narrative:
Based on the CT values generated for the positive sars-cov-2 results with the cobas sars-cov-2 & influenza a/b test, the samples could be indicative of low positive samples. Review of the package insert for the genefinder covid-19 assay for comparison of the limit of detection (lod) (0.5 cp/ul) to the lod within the cobas liat package insert (12 cp/ml) shows that the cobas liat is more sensitive than genefinder, so this can explain the discrepancy observed for the sample. The cobas sars-cov-2 & influenza a/b test result was reported. No product non-conformance was identified during the course of the investigation. (B)(4).